Manufacturer narrative:
The investigation determined that non-reproducible falsely elevated trop I es results occurred from one patient sample processed on the vitros eci immunodiagnostic system. The possibility that poor sample processing, had contributed to the results could not be ruled out. The investigation determined that the samples in question were not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as contributing factor.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result from one patient sample when processed on the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The result was not reported out of the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)